Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("the transected right fon examination after intraabdominal retrieval was noted to have the essure device embedded within it."), device dislocation ("migration of essure: colon / migrated left tubal wire noted in the left lower quadrant mesentery abutting' the proximal sigmoid colon and left ovary/eft essure device was noted to be embedded within the bowel"), ectopic pregnancy ("ectopic pregnancy"), abortion of ectopic pregnancy ("pregnancy (ectopic) with complications miscarriage") and genital haemorrhage ("persistent bleeding/abnormal bleeding (general)") in a 26-year-old female patient (gravida 4, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation taste". The patient's past medical history included multigravida, parity 3 ((B)(6) 2007, (B)(6) 2010, (B)(6) 2013), skin melanoma, irritable bowel syndrome, migraine and migraine. Concurrent conditions included obesity, menses irregular, amenorrhea, osteoarthritis, ovarian cyst, social alcohol drinker, vaginal bleeding and endometriosis. Family history included death of father. Concomitant products included anaesthetics (anesthesia), ibuprofen (advil) since 2006, naproxen and thomapyrin n (excedrin migraine) since 2012. On (B)(6) 2015, the patient had essure inserted. In april 2015, the patient experienced migraine ("migraines") and headache ("headache"). In june 2015, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping)/ (during menstrual cycles 1-2 times monthly, severe)") and abdominal pain lower ("cramping without menses"). In 2015, the patient experienced diverticulitis ("diverticulitis"). In november 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In december 2015, the patient experienced alopecia ("hair loss"). In january 2016, the patient experienced gastrointestinal disorder ("gastrointestinal"), depression ("depression") and colitis ("injuries: gastrointestinal or digestive system condition type: colitis."). On (B)(6) 2016, 1 year 1 month after insertion of essure, the patient experienced device expulsion ("expulsion of essure device"). On (B)(6) 2016, the patient experienced ectopic pregnancy (seriousness criterion medically significant) and abortion of ectopic pregnancy (seriousness criterion medically significant). In june 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), rash ("facial rashes") and pyrexia ("high fever c-section"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic bilateral salpingectomy,surgical removal of coil(s)), surgery (removal of device and salpingectomy) and surgery (c-section). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, ectopic pregnancy, abortion of ectopic pregnancy, genital haemorrhage, device expulsion, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, abdominal pain lower, gastrointestinal disorder, migraine, alopecia, depression, diverticulitis, rash, pyrexia, colitis and headache outcome was unknown and the device dislocation had resolved. The reporter considered abdominal pain lower, abortion of ectopic pregnancy, alopecia, bladder disorder, colitis, depression, device dislocation, device expulsion, diverticulitis, dysmenorrhoea, ectopic pregnancy, embedded device, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, migraine, pyrexia, rash and urinary tract disorder to be related to essure. The reporter commented: 4 coils on right and 2 on left. Patient tolerated well. Plaintiff took leave form (B)(6) 2015 to (B)(6) 2016 for pain and surgery to remove colon. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Pregnancy test urine - on an unknown date: positive. Ultrasound scan - on an unknown date: found to have bilat ovarian cysts on (B)(6) 2015 patient had x-ray and MRI intraoperative findings: ostea/tubes visualized and essure inserts placed perprotocol without difficulty, 4 coils on right and 2 on left. On (B)(6) 2015 patient had gynecology reports resulted in negative for intraepithelial lesion or malignancy. Fungal organism morphologically with candida species on (B)(6) 2016 patient had transvaginal sonographic evaluation of the pelvis is performed. Impression: multiple scattered sub centimeter pelvic calcifications, likely phlebitis although not definitive characterized on this examination and CT of the abdomen pelvis may be useful further evaluation, if clinically indicated. 4 cm structure projecting in left mid abdomen and right lower pelvis, likely medical devices and clinical correlation is recommended. On pelvic examination mobile, anteverted uterus. On laparoscopic examination, anterior abdominal wall adhesions noted. Also lateral pelvic wall adhesions noted with bilateral pelvic sidewall powder burn lesions also noted. Left fallopian paratubal cysts noted, as well as left essure device noted to be impacted on the bowel (likely sigmoid). On (B)(6) 2016 patient had CT abdomen pelvis with and without contrast, resulted in migrated left tubal wire noted in the left lower quadrant mesentery abutting' the proximal sigmoid colon and left ovary'. Proximal portion of right wire is in approximate position in the right uterine cornea but then distal portion cannot be definitively assessed by CT. It may be in appropriate position but anterior extension of the distal wire anteriorly adjacent to right fallopian tube cannot be excluded. Concerning the injuries reported in this case, the following one/ones were reported via medical record: device dislocation, embedded device, abdominal pain lower. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and mr, new reporter and event injuries: gastrointestinal or digestive system condition type: colitis, headache were added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("the transected right fon examination after intraabdominal retrieval was noted to have the essure device embedded within it."), device dislocation ("migration of essure: colon / migrated left tubal wire noted in the left lower quadrant mesentery abutting' the proximal sigmoid colon and left ovary/eft essure device was noted to be embedded within the bowel"), ectopic pregnancy ("ectopic pregnancy"), abortion of ectopic pregnancy ("pregnancy (ectopic) with complications miscarriage") and genital haemorrhage ("persistent bleeding/abnormal bleeding (general)") in a (B)(6) year-old female patient (gravida 4, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation tast". The patient's past medical history included gravida ii, parity 3 ((B)(6) 2007, (B)(6) 2010, (B)(6) 2013), cancer of skin (excl melanoma), irritable bowel syndrome, migraine and migraine. Concurrent conditions included obesity, menses irregular, amenorrhea, osteoarthritis, ovarian cyst, alcoholic, vaginal bleeding and endometriosis. Family history included death of father. Concomitant products included anaesthetics (anesthesia), ibuprofen (advil) since 2006, naproxen and thomapyrin n (excedrin migraine) since 2012. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines"). In 2015, the patient experienced diverticulitis ("diverticulitis"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder problems"), dysuria ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping)/ (during menstrual cycles 1-2 times monthly, severe)") and abdominal pain lower ("cramping without menses"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2016, the patient experienced gastrointestinal disorder ("gastrointestinal") and depression ("depression"). On (B)(6) 2016, 1 year 1 month after insertion of essure, the patient experienced device expulsion ("expulsion of essure device"). In 2016, the patient experienced ectopic pregnancy (seriousness criterion medically significant) and abortion of ectopic pregnancy (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), rash ("facial rashes") and pyrexia ("high fever c-section"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic bilateral salpingectomy,surgical removal of coil(s)), surgery (removal of device and salpingectomy) and surgery (c-section). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, ectopic pregnancy, abortion of ectopic pregnancy, genital haemorrhage, device expulsion, female sexual dysfunction, bladder disorder, dysuria, dysmenorrhoea, abdominal pain lower, gastrointestinal disorder, migraine, alopecia, depression, diverticulitis, rash and pyrexia outcome was unknown and the device dislocation had resolved. The reporter considered abdominal pain lower, abortion of ectopic pregnancy, alopecia, bladder disorder, depression, device dislocation, device expulsion, diverticulitis, dysmenorrhoea, dysuria, ectopic pregnancy, embedded device, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, migraine, pyrexia and rash to be related to essure. The reporter commented: 4 coils on right and 2 on left. Patient tolerated well. Plaintiff took leave form (B)(6) 2015 to (B)(6) 2016 for pain and surgery to remove colon. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Pregnancy test urine - on an unknown date: positive. Ultrasound scan - on an unknown date: found to have bilat ovarian cysts on (B)(6) 2015 patient had x-ray and MRI. Intraoperative findings: ostea/tubes visualized and essure inserts placed perprotocol without difficulty, 4 coils on right and 2 on left. On (B)(6) 2015 patient had gynecology reports resulted in negative for intraepithelial lesion or malignancy. Fungal organism morphologically with candida species on (B)(6) 2016 patient had transvaginal sonographic evaluation of the pelvis is performed.impression: multiple scattered sub centimeter pelvic calcifications, likely phlebitis although not definitive characterized on this examination and CT of the abdomen pelvis may be useful further evaluation, if clinically indicated. 4 cm structure projecting in left mid abdomen and right lower pelvis, likely medical devices and clinical correlation is recommended. On pelvic examination mobile, anteverted uterus. On laparoscopic examination, anterior abdominal wall adhesions noted. Also lateral pelvic wall adhesions noted with bilateral pelvic sidewall powder burn lesions also noted. Left fallopian paratubal cysts noted, as well as left essure device noted to be impacted on the bowel (likely sigmoid). On (B)(6) 2016 patient had CT abdomen pelvis with and without contrast, resulted in migrated left tubal wire noted in the left lower quadrant mesentery abutting' the proximal sigmoid colon and left ovary'. Proximal portion of right wire is in approximate position in the right uterine cornea but then distal portion cannot be definitively assessed by CT. It may be in appropriate position but anterior extension of the distal wire anteriorly adjacent to right fallopian tube cannot be excluded. Concerning the injuries reported in this case, the following one/ones were reported via medical record: device dislocation, embedded device, abdominal pain lower. Most recent follow-up information incorporated above includes: on 7-feb-2018: pfs+mr received. Reporter added, patient historical condition and concomitant condition added, family history added, concomitant drugs added.lab data added events added as follows:- device dislocation, embadded device, ectopic pregnancy, abortion of ectopic pregnancy, female sexual dysfunction, bladder disorder, dysuria, migraine, headaches, dysmenorrhea, abdominal pain lower, device expulsion, gastrointestinal disorder, alopecia, depression, diverticulitis, rash, abdominal pain, fever. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.